Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd december 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in a rotator cuff repair procedure on (B)(6) 2024. Ar-1927pb and ar-2324ptb was used to prepare bone socket. The anchor broke during insertion. All the fragments were retrieved from patient. The procedure was successfully completed with no patient harm and no secondary procedure needed, by using another new ar-1927bcf-45.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1927bcf-45 was received for investigation. The corkscrew was not returned, only sutures and the anchor were received. Visual evaluation of the returned components noted the anchor was damaged and broken. The broken pieces remained on the suture. Functional testing was not able to be performed due to the damage to the device and missing components. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion, misaligned insertion and/or prying/leveraging the device during use. The bone quality of the patient was not provided. Per dfu-0087-eo revision 3, e. Warnings 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.